Manufacturer narrative:
On 7/9/2019, mentor received the device for analysis and became aware the patient had undergone explantation on (B)(6) 2019. Reason for device explant and/or reoperation: bilateral capsular contracture, baker grade 3. Device evaluation summary: during evaluation of the device it was observed some creases on the anterior view and posterior view suggesting in-vivo folding or creasing of the device. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel breast implant 650cc and experienced bilateral capsular contracture, baker grade 3. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side implant.

Manufacturer narrative:
On 8/8/2019, additional information was received indicating the patient's right side baker grade was 3/4. The patient was replaced with mentor memorygel breast implant 755cc, catalog# shpx755, serial(B)(4) 7694254-005 (right), serial# (B)(4) during their explantation surgery. Manufacturer¿s reference number: (B)(4).